Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the heater bag connection of the amia cassette. The leak was observed during prime phase of peritoneal dialysis therapy. The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.